Event description:
It was reported the pt has not charged her ipg in several months. As a result the ipg is unable to communicate with external devices. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history. In field advisories.